Manufacturer narrative:
Physio- control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio- control reviewed the device data and verified the reported issue. Physio replaced the device's battery smart contact pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery smart contact pcb and determined wear on the pins was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that while charging to prepare for defibrillation their device unexpectedly power cycled. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while charging to prepare for defibrillation their device unexpectedly power cycled. Physio-control contacted the customer and no known impact or consequence to patient was reported.